Event description:
It was reported that three (03) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the membrane port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(4). E1: initial reporter postal code: 106 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: three (3) actual devices and two (2) videos were returned for evaluation. A visual inspection was performed on the actual devices, and the reported leakage was not easily identified. The returned videos were reviewed, and it was noted that there was leakage from the administration spike ports. Functional testing was performed on the actual devices, and it was noted that there was leakage from the administration spike port bonding areas. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.